Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -09.50/4.0/088 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on 24-feb-2023. The patient experienced refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).